Manufacturer narrative:
This report is submitted on november 06, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site with cultures returned positive for (B)(6). Revision surgery under a general anaesthetic was performed on (B)(6) 2017, to excise the excess skin. The patient was explanted during the same procedure. There are no plans to reimplant the patient.